Event description:
It was reported in an article in journal of vascular and interventional radiology titled 'ischemic monomelic neuropathy after percutaneous arteriovenous fistula creation', approximately 6 days post procedure the patient developed a severe pain, erythema in the forearm and was diagnosed with ischemic monomelic neuropathy (imn). However, the current status of the patient is unknown.

Manufacturer narrative:
H10: michael a. Chorney, angelo g. Marino, juan carlos l. Perez lozada (2021). Ischemic monomelic neuropathy after percutaneous arteriovenous fistula creation. Journal of vascular and interventional radiology, 32(4):624-626. Doi: 10.1016/j.jvir.2020.12.022. Manufacturing review: a device history record review was not conducted as there is no lot number provided. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported device use and patient adverse event issue. The definitive root cause for the reported adverse event without device issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in journal of vascular and interventional radiology titled 'ischemic monomelic neuropathy after percutaneous arteriovenous fistula creation', approximately 6 days post procedure the patient developed a severe pain, erythema in the forearm and was diagnosed with ischemic monomelic neuropathy (imn). However, the current status of the patient is unknown.